Event description:
Covidien representative reported that customer had two easycap ii that did not change color. The patient was intubated three times. The second time re-intubated, report states the doctor was sure the ett went into the right location, but re-intubated a third time. The third time the easycapii changed color as expected and the doctor saw the ett pass into the trachea. Lot number is unknown. Product has been discarded.

Manufacturer narrative:
Product has been discarded, no product returning for evaluation. Second easycap ii reported on 2936999-2008-00225.